Event description:
The manufacturer received information alleging a ventilator's volume were low. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 17, 2025 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator's volume were low. The device was not in patient use. The device was returned to the manufacturer's product investigation laboratory for investigation. During the inspection, the manufacturer could not accomplish the volume of 500 ml with the settings of the complaint of the trilogy202 ventilator. The ventilator was post-tested and failed for the sensor board table active test step. The device was pretested and then passed all applicable test steps. There were not any critical alarms or error codes in the event log. The manufacturer has determined that the trilogy202 ventilator functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.